Event description:
It was reported that during retraction through the sheath, the pta balloon detached from the catheter and remained in the sheath. The balloon and sheath were removed together as a single unit without incident. No further treatment was needed. There was no patient injury.

Manufacturer narrative:
The device history records were reviewed and the lot met all release criteria. The catheter was returned inserted through a 7fr introducer sheath. The distal end of the balloon was protruding from the distal end of the flared introducer sheath and was partially prolapsed over the distal tip. A complete circumferential shaft break was noted at the proximal balloon glue joint. The edges of the catheter break were jagged and stretched. The polyimide was intact and the device remained in one piece. It is likely that the break was a result of the reported retraction issues. The patency of the guidewire lumen was tested and passed. The distal end of the sheath was cut and the balloon was advance through the sheath. The polyamide was intact and the device remained in one piece. The investigation is confirmed for retraction issues and an outer catheter break at the proximal balloon glue joint. The investigation is unconfirmed for a balloon detachment, as the user likely perceived the outer catheter break as a balloon detachment. It is likely that the break in the outer catheter was a result of the retraction issues and excessive force used during retraction through the sheath. However, the definitive root cause for the retraction issues could not be determined based upon the available information. It is unknown if the patient and/or procedural issues contributed to the reported event. Specific warning, precautions and directions for use of the atlas pta dilation catheter are included in the current instruction for use (IFU). Section a through d - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide to any further patient, product, or procedural details to bard.